Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with ventricular fibrillation. The patient's implantable cardioverter defibrillator undersensed the event and did not deliver therapy. The patient was transferred to the intensive care unit and intubated. Programming changes were made and device remains implanted.